Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant had been taking much longer to charge. It takes anywhere from 8-12 hours to charge the ins. The patient had gained weight and had falls in the past. He has had difficulty getting 8 coupling bars. The patient mentioned using a holster to charge. They were advised to see their physician for further troubleshooting.